Event description:
It was reported that a patient's blood glucose levels (bg) reached 300 mg/dl. The patient reported cannula being dislodged and bent, while wearing it on unknown location. For treatment, the patient changed out the pod for a new pod. The pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged and bent from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.